Event description:
Image from eagle eye ivus catheter would "flicker" and eventually went completely black. Catheter was exchanged for a new ivus catheter and the problem resolved. Manufacturer response for catheter, ultrasound, intravascular, eagle eye platinum digital ivus catheter (per site reporter). Looking into the problem. Asked for return of device for analysis.